Manufacturer narrative:
Clinical investigation: there is a temporal relationship between the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no documentation that supports a causal relationship. At this time, there have been no reported allegations of a liberty select cycler/liberty cycler set malfunction or product deficiency associated with the event. Peritonitis is a well-known complication in pd therapy. While the source of the patient¿s peritonitis infection is unknown; the pd nurse reported the event was relapsing in nature. Therefore, the possibility exists that touch contamination may have been a factor in the patient¿s peritonitis event. Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the device history records (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The device met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
A peritoneal dialysis nurse (pdrn) reported that a peritoneal dialysis (pd ) patient was experiencing cloudy pd effluent. Subsequently, the patient was seen in the outpatient pd clinic after experiencing a cloudy pd effluent. As a result, a pd effluent culture was performed which yielded gram negative cocci (organism unknown) with gram stain and the patient was diagnosed with peritonitis. The patient was initially treated with a loading dose of antibiotics with cefazolin 1-gram intraperitoneal (ip) and ceftazidime 1-gram ip. Subsequently, the patient was continued on antibiotic therapy with 1625mg of cefazolin and ceftazidime ip daily (duration unknown). The patient is continuing continuous cyclic peritoneal dialysis (ccpd) on the cycler with no issues. Documentation in the medical records received, indicated no medical device or product was involved in the patient¿s peritonitis event.

Manufacturer narrative:
Correction: initial date rec'd by MFR: date should read as follow: 2018-04-30.